Event description:
It was reported that a user contacted support for assistance pausing the ilet pump when their blood glucose was 200 mg/dl and later reported a low blood glucose of 51 mg/dl despite stating the pump remained paused, no external insulin was taken, and no app data were available to corroborate usage; the user self-treated hypoglycemia with oral glucose and subsequent blood glucose was 75 mg/dl and later in range. Customer care provided assistance that included user education on pausing, unpausing, and the impact of overtreatment on algorithmic corrections. Investigation of this case revealed user-related factors, including prior instances of unpausing and a pattern of overtreating perceived lows. No clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included user self-treatment without medical intervention. It was concluded that the cause of the hypoglycemia and hyperglycemia was unclear and could not be confirmed due to lack of corroborating device data. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.